Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current measurement and sleep current measurement. No failed battery test noted. No unexpected insulin flow blocked alarms noted during testing. No abnormal noise or slow rewind noted. No alarms noted during test. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test was not in pump downloaded history. Insulin flow blocked alarm was not in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and found moisture damage to the pcb1 board and pcb 2 board. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, missing display window cover, minor scratches on lcd window display, stained keypad overlay, and corroded battery tube. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked and failed battery test alarms noted during test. No abnormal motor rewind noted during test. Minor scratches on lcd window display confirmed. Confirm moisture damage to the pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump rejects fresh batteries, has screen, scratches that obscure readings, makes a loud noise during rewind, and has unexpectedly failed to deliver insulin. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-397a, mmt-332a. Troubleshooting was declined. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-397a. No product return is required for mmt-332a.